Manufacturer narrative:
This pump has been requested from the facility but has not been received. Should the pump be received, a follow-up report will be submitted upon the completion of its evaluation, or if additional info is obtained.

Event description:
The facility reported this infusion pump to have over-infused during pt use. Per the facility's biomedical technician, "the pump was programmed to infuse from what may have been a 10 ml IV bag in 6 hours, but the device infused the entire volume in 2 hours". Although it was requested, no info on the specific rate and volume the pump was programmed to infuse. The medication involved was lidocaine for circulation and dextrose. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.